Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5: describe an event or problem captured incorrectly in the previous report that should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being light-headed in the morning. Dizziness, dry cough, shortness of breath, chest tightness, and feeling lumps in the throat. There was no report of patient harm or injury. Sections b5, b7, d4 and h6 have been updated and corrected in this report.